Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision yet to be performed. As reported by hcp: I am contacting you regarding my 12 yrs old patient who previously received a stryker hmrs distal femoral tumour endoprosthesis and is now scheduled for a revision surgery. The femoral stem is loose and the femoral components will need to be revised, together with the pe insert. Other knee components such as tibial stem and plateau will be left in situ. Usage sheets were provided showing prior revisions on (B)(6) 2017, (B)(6) 2022, and (B)(6) 2023.